Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on the pump screen as well as insulin flow blocked alarm. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis.